Manufacturer narrative:
Blocks b5 and h6: the patient code was updated based on the additional information received on february 2, 2023. Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Block h10: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies, although it was noted that the suture was not returned. Upon functional inspection, the device was deployed, and it was noted that the device cage was unable to catch the suture. Dimensional inspection was performed, and it determined that the spring catch was out of specification. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Based on the information available and analysis results, the reported event of "dart detachment" could not be confirmed because the suture did not return. Additionally, the identified cage not catching the suture and the spring catch being out of specification could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device while trying to remove the suture could affect the functionality of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2023. During the procedure, the dart detached from the suture during deployment of the device on the patient's right side and was left inside the patient. An attempt to remove the dart inside the patient was made using specula to visualize the dart but was unsuccessful. The procedure was completed with another capio suture and the same capio device.

Manufacturer narrative:
Blocks b5 and h6: patient code updated based on the additional information received on february 2, 2023. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2023. During the procedure, the dart detached from the suture during deployment of the device on the patient's right side and was left inside the patient. An attempt to remove the dart inside the patient was made using specula to visualize the dart but was unsuccessful. The procedure was completed with another capio suture and the same capio device.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2023. During the procedure, the dart detached the suture during placement in sacrospinous ligament. It is unknown if there were attempts made to retrieve the detached dart from the patient. The procedure was completed with another capio suture and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).